Event description:
In-stent restenosis in sfa and severe stenosis in popliteal artery and tibioperoneal trunk. Balloon angioplasty using cryo balloon. Revascularization.

Manufacturer narrative:
Device not returned.